Event description:
During af ablation, the tactisys would not recognize the tacticath catheter. The tacticath was exchanged for a new catheter and the system was able to recognize the new catheter. There were no adverse patient consequences.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Manufacturer narrative:
The returned device was inadvertently programmed during manufacturing, consistent with a loss in contact force functionality and with the reported event.